Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low reservoir. The customer's blood glucose was in the 50s mg/dl. The customer stated that he was not able to clear the alarm from the insulin pump. The customer was frustrated that he had to change his infusion set due to the low reservoir because he had the 1.8 reservoirs, but was loading a 3.0 reservoir. The customer stated that he uses the mio infusion set.